Event description:
During 'posterior thoraco-lumbar spine fusion' procedure while electro surgery was being performed, two small dark circle burn marks resulted at the site of the recording electrodes around the needle entry points on the knee. No medical intervention was required. Inspection and test of the viasys (cardinal health 209) devices showed no malfunction or compromise of safety features. Other contributing factors that potentially affected the outcome are the use of electro surgery device (non viasys device) were being used.